Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that she had a lot of pain in her back and couldn¿t walk because of the pain. The patient reported that she tried to reach out to her healthcare provider (hcp) but the hcp office was gone. The patient reported that the ins didn¿t work and wanted to get it removed. The patient reported that she was told the ins would last 5 years. The patient reported that she didn¿t have her patient programmer with her at the time of the call so no troubleshooting could be done. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the implant site was hurting and the patient would like to have the device removed. The caller stated the leg on the side the implant is has become swollen. No further complications were reported.